Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. There was a possible problem with the ipg since the patient had an MRI while the system was still implanted.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause urinary incontinence and pocket pain after ipg migration in the pocket was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing pain at the pocket site or urinary incontinence was not duplicated or confirmed. Device exhibits normal device characteristics.